Event description:
Ous MDR - according to the information received by biotronik, "end of service" (battery depletion) was reached on (B)(6) and detected on (B)(6) during a hospitalization for an urological intervention. It was reported that the patient was found deceased in his hospital bed on (B)(6). The cause of death is unknown and the device was received for analysis

Manufacturer narrative:
Upon receipt, the lead was found dissected some 46 cm distal to the is-1 connector pin. Only the proximal part was received. It is reasonable to assume that the lead was dissected in the course of the explantation procedure. The returned fragment was visually analyzed. At approx. 14.5 cm distal to the is-1 connector pin the inner coil was found deformed and the conductor cable to the svc shock coil was found fractured. Furthermore cuttings of the insulation were detected in this area. Based on the damage symptoms it is reasonable to assume that all observed lead damages resulted from the explantation procedure. The analysis did neither for the ICD nor the lead reveal any sign of a material or manufacturing problem.